Event description:
It was reported that during a laparoscopic lar procedure, the staples were not b-shaped. Another device was used to finish the procedure. There was no adverse patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the 6tb45 device was returned in good visual condition and with no cartridge present. The device was tested for functionality with a test cartridge and it fired, cut and formed the staples as intended. The device fired with out any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape.